Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not clear. Customer drank juice to address bg, then "passed out" and "hit [their] head". Customer went to the emergency room and was treated with intravenous saline. Customer was discharged the following day with the issue resolved. The customer continued to use the pump for insulin therapy.